Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using lyumjev brand insulin, tandem technical support educated the customer this is off label insulin use. Occlusion was caused by a blocked cartridge. The customer changed supplies and resumed insulin therapy. The customer also reported using supplies up to 5 days. Tandem technical support educated caller supplies should be changed every 72 hours with mobi pump.